Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal inner set-up joint (suj) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal inner suj was analyzed and installed on a working system in normal mode where it performed as expected. The unit was also installed on a patient side cart (psc) fixture test platform (pftp) where all relevant tests passed. The complaint was confirmed based on the field evaluation. Failure analysis was able to conclude that.

Event description:
It was reported that during a training/demo of the da vinci system, the customer called in to report issues with the universal surgical manipulator (usm) 2. Caller stated that usm 2 leds did not light up and power cycle did not resolve the issue. No logs were available to review. Later, it was reported that the usm was disabled and but all 4 arms were needed. The intuitive surgical, inc. (Isi) technical support engineer (tse) identified that node 81, axes controller set-up (acu) 4 was not present at startup. There was no report of patient involvement.